Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after arthroscopy, a tfcc fast fix kit has a fiber wire grinding over distal ulnar and right wrist during motion. Procedure had been completed, without any delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that two crfs were provided that support the compliant. However, no other relevant supporting clinical documentation was provided to perform a thorough medical investigation nor to determine a root cause of the reported failure. The material composition of the fiber wire size 2-0 (force fiber) suture is cobraid of uhmw polyethylene and blue polypropylene monofilament which is bio-compatible. The impact to the patient beyond that which has already be reported cannot be determined. Based on the information provided, the procedure completed, without any delay, with the same device. Since there was no further harm alleged to this patient, no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.